Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's device is not working. The caller stated the battery has been moving around, and it started shocking her too. The caller stated the patient is still having pain (they have not had pain relief since implant), and in the trial the patient did not have pain. The patient went to their doctor on friday ((B)(6) 2019), and the patient's doctor said they need to get a hold of the rep to program the machine. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient did not report moving or shocking to the rep. The cause of the patient not having pain relief was not determined. The patient was reprogrammed, and the patient's issues were deemed to be resolved as reported to the clinical specialist by the patient. The rep met with the patient on the 15th, and after reprogramming the patient had great coverage. Both the patient and her husband expressed appreciation for the improvement. The rep told the patient to update her on how she was doing and gave the patient her number to reach out if needed. No further information was reported.